Manufacturer narrative:
D4. Serial number reverted to original device information from the initial report. D4. Primary UDI reverted to original value from the initial report.

Manufacturer narrative:
D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
B5 updated/corrected. A1102 and f1905 removed from h6; h6 updated with new codes. The investigation is ongoing.

Event description:
Clinical assessment: 83-year-old female with known history of coronary artery disease presents with acute myocardial infarction and in cardiogenic shock, stage c. Labs prior included act 290, with no lactate or arterial blood gas draw. Her echo demonstrated left ventricular ejection fraction of 25% and left ventricular end diastolic pressue of 25. No pulmonary artery catherter placed. It is noted she was on 1 inotrope and had her respiratory system supported. A cp was placed but she unfortuanltey died 8 hours later while on support. The automated impella controller (aic) alarm was noted prior to connection to impella and a new aic was used during the case. The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. Engineering assessment: during startup, automated impella controller (aic) experienced startup failure. Team stated that the automated impella controller (aic) was unable to perform the system self-test at startup and message read ¿system self check failed. Change console immediately¿. Console turned off and back on, with same result. Console was removed from service. This is considered a reportable malfunction.

Manufacturer narrative:
D4. Serial updated. D4. Primary UDI number updated.

Event description:
The complainant reported that when the team member turned on the automated impella controller (aic), an error message displayed after several minutes stating, ¿system check failed, change console immediately.¿ the console was turned off and back on with the same result. Biomedical engineering was notified, a complaint was filed, and the aic was taken out of use. The patient has expired.

Manufacturer narrative:
D4. Expiration date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 serial and primary UDI number were revised. It was confirmed that ic7396 is the correct console for this report. The console arrived back in february 3026 for preventative maintenance and the technician discovered the system self check failure which is consistent with the complaint. Ic7397 will be written up as no defect found. E1 initial reporter phone was added as it was omitted from the initial report that was submitted. H6 codes should of been updated on a previously submitted report when the device was returned.